Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause on the peritonitis is unknown. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin (one gram every fifth day, intra-peritoneal injection, duration not reported) and fortum (one gram per day, intra-peritoneal injection, duration not reported). Action taken with dianeal therapy not reported. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).